Event description:
It was reported that the physician called to see if it was okay to proceed with a magnetic resonance imaging (MRI) as this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance on the right atrial (ra) channel. Technical services (ts) advised that if the physician would choose to proceed with the MRI, it would be off label use. The device remains in use. No adverse patient effects were reported.